Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign moisture was found on the end of the bd veo¿ insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: "had some moisture build up on the end."

Event description:
It was reported that foreign moisture was found on the end of the bd veo¿ insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: "had some moisture build up on the end."

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Customer returned several images of 31gx6mm syringe from lot 2157826. The customer reported that at the end of the syringe there was moisture build up. The images were examined and there is a translucent bead of liquid that has solidified at the tip. This material may be the adhesive meant to hold the needle in place. A review of the device history record was completed for batch # 2157826. All inspections were performed per the applicable operations qc specifications. Based on the images received, embecta was able to confirm the customer¿s indicated failure of foreign matter on needle. No root cause can be determined at this time. H3 other text : see h10.